Event description:
The patient reported that she experiencing discomfort at the ipg site due to the ipg moving in the pocket. Follow up indicated that the physician does not indicate the pain is related to stimulation. The patient will be consulting with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.